Event description:
A 71-year-old patient with known coronary artery disease was treated with high-risk percutaneous coronary intervention (hrpci) and received hemodynamic support from an impella cp smartassist heart pump during the pci procedure. The same femoral access site was used as the access site for the pci catheter as for the impella catheter. After the complicated pci procedure in which several stents were placed, the impella cp remained in the patient to allow the heart to recover. The leg below the femoral access site was reported to show pallor/color change. The impella cp heart pump was then removed and manual compression was applied to achieve hemostasis. After manual compression at the access site, acute ischemia of the leg was observed, and femoral artery surgery was performed to resolve the ischemia. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. Product was not returned for review. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition--diseased/small vessels. D4, corrected unique identified (UDI) number.